Manufacturer narrative:
(B)(4).

Event description:
Prior to implant, the device was found in back-up mode. Another device was used to complete the procedure. The patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-14775, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).